Event description:
It was reported that the programmer exhibited a communication issue when attempting to interrogate the pulse generator. This caused pacing inhibition which made the patient feel faint for a few seconds. When the magnet was applied to the device normal device function was noted. The physician was not concerned and decided to end the session.

Manufacturer narrative:
(B)(4).